Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion location and description are unk. The physician was attempting to deploy a stent in the target lesion. There was difficulty crossing the lesion. It was noted that distal stent damage occurred. The procedure was completed with a different device. There were no pt complication and the pt condition is listed as "good".